Event description:
Braun onguard 2 syringe adaptor broke into pieces as the pharmacist was connecting it to the vial adaptor. He had connected the syringe adaptor to the vial adaptor but immediately on connection, the syringe adaptor broke into pieces. I have all the pieces including the packaging for the syringe adaptor, lot: uby568.